Event description:
A consultant was at a vns programming physician's office and reported their handheld computer had been having communication issues for a while and it wasn't clear when the issue started. It was happening with multiple patient's and it wasn't believed to due to the patient's devices. It was confirmed that the programming wand was functioning properly when using her system. The issue appeared to be with the handheld portion, but she couldn't confirm if the problem was with the serial cable or the handheld portion. The handheld and software are being sent back for analysis. At this time they have not been received.

Manufacturer narrative:
.

Event description:
An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld computer was received with an ac adapter, serial cable, v8.1 flashcard, and with the main battery depleted. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No further issues have been reported at the site since replacement products received.